Event description:
It was reported that the patient¿s catheter broke, disconnected, and migrated. The patient had a dye allergy and therefore a dye study could not be done and therefore x-rays were taken noting the break. The location of the catheter issue was noted as the proximal segment. It was reported as ¿unknown or n/a¿ if the issue was resolved or the cause determined. The patient experienced underdose symptoms and less than 50% therapy relief with the location of the issue or symptom being the device pocket and catheter track. The patient¿s status was alive-no injury at the time of the event. Reportedly, the patient was already on palliative care and had a very short life expectancy, three weeks, so it was decided to explant pump and treat using other therapies. Also, patient had lots of scar tissue in the intrathecal space which would prevent a successful revision/new system. It was unknown what medication this device system delivered at the time of the event. This information was not documented and could not be obtained. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the catheter with the catheter body being broken. The most distal end of the fourth segment returned had a jagged look to it, along with an oval shape when viewed in cross section. The compressed area is most likely where the catheter broke.

Manufacturer narrative:
Concomitant: product ID 8703w, (approximated as) 1995-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
The device was returned to the manufacturer. No additional information was provided.